Event description:
Healthcare professional initially reported patient experiencing "moderate asymmetry" which has been deemed not related to the device. Patient later reported having been diagnosed with a left side silicone implant rupture. Patient's ultrasound "suggests that the lymph node contains silicone" and later an MRI reported "1.9 cm enlarged lymph node." Patient is also experiencing concern with the product. The device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jan/2013, 17/jul/2014, and 18/apr/2016. (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, missing a piece of shell (25-50%), wear abrasion, and crease fold. A microscopic analysis was performed which identified: sharp broken on anterior and sharp broken with non-penetrating nick near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on anterior assessed as unidentified (tear) opening; sharp broken on posterior assessed as surgical impact; missing shell assessed as inconclusive. The events of silicone migration and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "suggests that the lymph node contains silicone;" "1.9 cm enlarged lymph node".